Event description:
It was reported to nova biomedical that a consumer received a result of 595 mg/dl on their blood glucose meter. The consumer administered 10 units of insulin based on that reading. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. The consumer alleges having control tested her test strips when they were opened and that the test strips control solution fell into range. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.